Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during a total knee replacement surgical procedure, it was observed that the saw attachment device did not have power and became jammed when it came in contact with bone. During service and evaluation, it was observed that the device gear was blocked, seized, and rough running. It was also noted that the equipment was very dirty and dry, the equipment had lost power, the bearings were eccentric, and the equipment had a broken screw. It was reported that there was no delay in the procedure. It was reported that an identical spare device was available for use and the procedure was successfully completed. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.